Event description:
10/3/97-resident became short of breath and o2 saturation percent dropped to 70%. Ambulance called for transport to hosp. When connected to portable o2 from ambulance, resident's condition improved. O2 concentrator removed from room. On 10/6/97, concentrator was checked and found to be analyzed at 23%. Resident was not transferred to hosp.